Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the pain had been resolved by reducing the current. It was noted that the numbness had nothing to do with the device; another reason was determined.

Event description:
The patient reported that since their healthcare provider (hcp) increased the stimulation, they had uncomfortable stimulation in their buttock area that would go numb when they laid down at night. This had been occurring since (B)(6) 2016. It was indicated that it pulsated and the painful feeling would come back. At the time of the report, the therapy was off. Patient services offered to help, but the patient "could not reach it." It was noted that the patient would follow-up with the hcp. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.